Manufacturer narrative:
(B)(4). The customer reported 12 lead has sufficient artifact and a wondering baseline. There was no reported adverse pt impact. The third party field service engineer evaluated the device and ECG cables and was unable to recreate the 12 lead issue. No trouble was found. The device passed all performance assurance testing and was returned to use.

Event description:
The customer reported 12 lead has sufficient artifact and a wondering baseline. There was no reported adverse pt impact.